Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the device is not being replaced or explanted at this time and that the implantable neurostimulator will not be returned. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient has an appointment with their healthcare provider (hcp) at the end of the month. The hcp was going to contact the rep regarding a replacement or explant procedure. No further complications were reported.

Manufacturer narrative:
Event date is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep performed two physician mode recharges (pmr) and the device was not able to be charged. It was reviewed it may take more than two pmrs. The rep performed an antenna locate and got a 58. The device was said to be overdischarged. Pmrs did not resolve the issue. The rep was going to discuss a possible replacement with the healthcare provider (hcp). The cause of being unable to charge was that the device wasn't used for over a year. The rep said it could have migrated or gone completely dead over that time without the recharge problem being noticed. No symptoms or further complications were reported.